Event description:
During a ptca treatment procedure, the maverick 2 monorail balloon ruptured at 13 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown.) The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid lad coronary artery. The lesion was 20 mm in length. The physician used a runthrough guidewire and a 7f zuma jl4.0 guide catheter to cross the lesion. It is noted that resistance was met while crossing the lesion. The maverick 2 monorail balloon was removed and replaced with a maverick otw balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.